Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient never had effective stimulation. Surgical intervention was undertaken on (B)(6) 2021 in which the lead was repositioned lower and stimulation was restored following the procedure.

Manufacturer narrative:
Event date is estimated.